Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient, who had been implanted with a solitary left deep brain stimulation (dbs) lead six years ago, presented to the healthcare provider with profound tremors in all four limbs, which had begun several days prior. The implantable pulse generator (ipg) showed an end of service (eos) alert. The patient was completely immobilized, unable to walk or feed themselves, and had been bedridden at home for several days. Given the progression of tremors, particularly on the left side, the patient expressed interest in contralateral lead placement. Due to the advanced clinical status and urgent need for ipg exchange, the patient was admitted emergently from the clinic to the hospital. The patient also wanted to convert to a dual-channel system in anticipation of contralateral lead placement. Impedance checks showed normal readings across all four channels and remained stable throughout the procedure. The manufacturer representative provided additional information, which the hcp confirmed that the battery reached the end of service (eos) based on normal use but the patient didn't follow up with the hcp to avoid symptoms. The patient's symptoms resolved after the replacement.